Event description:
During training by a zoll medical sales representative, the device displayed "pacer fault 116," "defib disabled," and "pacer disabled" messages. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.